Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient had a precise 7 x 30 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. The report indicated that approximately twenty four hours post index procedure, the patient experienced a myocardial infarction (mi). Coronary angiography was done. The patient was discharged nine days after the procedure. The event was reported to be unrelated to a cordis product. The patient was asymptomatic for the procedure. The target lesion was reported to be: a 95% stenosis, 7 mm. Length, 6 mm. Reference diameter, mildly calcified, severely tortuous, and concentric. The lesion was pre-dilated. The residual stenosis was 5%. A 6 mm angioguard embolic protection device was used for the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, history of smoking, diabetes mellitus and hypertension. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15538681 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 7 x 30 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. The report indicated that approximately twenty four hours post index procedure, the patient experienced a myocardial infarction (mi)/new st elevation. Coronary angiography was done. The patient was discharged nine days after the procedure. The event was reported to be unrelated to a cordis product and was related to the study procedure. The patient was asymptomatic for the procedure. The target lesion was reported to be: a 95% stenosis, 7 mm. Length, 6 mm. Reference diameter, mildly calcified, severely tortuous, and concentric. The lesion was pre-dilated. The residual stenosis was 5%. A 6 mm. Angioguard embolic protection device was used for the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure.